Event description:
The patient, who has had progressively worsening right hip pain, status post total hip arthroplasty,which has become resistant to conservative measures. She had a total hip arthroplasty performed last fall, and did well briefly and then has had persistent groin pain since and has felt potentially to have a loose acetabular component. The following is from the operative report: postoperative diagnosis: likely loose right acetabular component.procedure performed: revision right total hip arthroplasty with exchange ofacetabular component and femoral head.